Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He found no errors stored in the error log. The customer had a printout from the recorder which showed the "ap optical sensing failure" message. So as a precautionary measure, the company rep replaced the fiber optic module assembly (part number 0997-00-1161e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "ap optical sensing module failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.